Event description:
The customer reported getting partial aspiration errors for the normal control only on the lh500; the numeric values were within range, however, the partial aspiration errors had not been resolved by means of troubleshooting. There were no patient results impacted with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the partial aspiration errors and the fact that the secondary aspiration was not being pulled far enough through the rear blood detector, causing the error message when the normal control was run. To resolve the reported problem, the vent waste chamber (vc3) was replaced. The failure mode identified is likely to generate flagged cbc/diff parameters if the sample is run in automated mode only. (B)(4).